Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported channel errors and the device displayed "red screen". There was no information on patient involvement. The issue was reported to bd representatives during their site visit. Per customer, no further information is available.